Manufacturer narrative:
.

Event description:
A report was received that the patient was experiencing redness at the pocket site. The patient underwent a pocket revision and was reportedly doing well postoperatively. The patient had healed properly.